Event description:
It was reported through an attorney, as a result of a legal claim, please be aware that this office has been retained to represent the following individual in relation to claim for personal injury resulting from the implantation of stryker's recalled rejuvenate or abg ii hip device.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. It additional information is received, it will be reported on a supplemental report.